Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 90% stenosed lesion being treated was located in the non-calcified, moderately tortuous, mid left anterior descending artery. The physician deployed a 3.00x16mm promus element stent at 12atms, twice, in the target lesion. Then the physician advanced a intravascular ultrasound (ivus) catheter to the target lesion and noted partial stent malposition. A 3x13mm non-bsc balloon catheter was advanced for post-dilation, however the catheter experienced resistance in the mid portion if the implanted stent. The physician began to push and pull the balloon catheter and was able to cross the stent. The implanted stent was post-dilated and the physician used ivus and noted that the proximal portion of the stent was elongated. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).